Event description:
It was reported through ilet monthly survey that the user experienced a hypoglycemic event documented at 52 mg/dl of unclear cause and treated it with oral glucose, such as juice or glucose tablets. Customer care provided support that included troubleshooting and education with the patient regarding low glucose management. Investigation of this case revealed no device malfunction was identified and the cause of the event remained undetermined. Symptoms included shaking/tremors consistent with low blood glucose. Outcomes included transient impact consistent with a low glucose episode without escalation to medical care. It was concluded that the event was user-experienced hypoglycemia with unclear cause and resolved with self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.